Event description:
A malfunction alarm was reported with a code malf 16. There was no adverse impact to the customer¿s blood glucose level. As a corrective action, tandem technical support planned to replace the malfunctioning pump. The customer indicated that they would use multiple daily injections (mdi) as a backup therapy. Though the pump was out of warranty, arrangements were made for the customer to return the faulty pump using a pre-paid label provided by tandem, and they were instructed on how to put the pump into storage mode.